Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 2/19/2019.  The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that heavy noise occurred on all electrocardiograms (ECG) channels on the carto 3 system, the recording system, lab and the polygraph when the thermocool® smart touch® sf bi-directional navigation catheter was connected. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter, the cable and rebooting the patient interface unit (piu) at the same time. The procedure was completed and there was no patient consequence. Device evaluation details: on 3/15/2019, the device evaluation was completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the noise reported cannot be related to the device since no electrical issues were observed, it could be related to the procedure, however this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30133213l number, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and heavy noise occurred on all electrocardiograms. It was reported that heavy noise occurred on all electrocardiograms (ECG) channels on the carto 3 system, the recording system, lab and the polygraph when the thermocool® smart touch® sf bi-directional navigation catheter was connected. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter, the cable and rebooting the patient interface unit (piu) at the same time. The procedure was completed and there was no patient consequence.